Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that during aquablation therapy, the aquabeam foot pedal was not functioning properly as the waterjet was not visible during the jet alignment phase and subsequently the procedure was aborted. There were no adverse health consequences to the patient due to this event.

Manufacturer narrative:
Adverse event problem: 6. Component code component code 4756: per the instructions for use, the aquabeam foot pedal, a reusable component of the aquabeam robotic system, serves to align and activate the high-velocity waterjet during aquablation therapy. Root cause of the reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
The aquabeam foot pedal was returned for investigation. During functional testing, the aquabeam foot pedal functioned as intended. The root cause of the reported issue is unable to be established as the aquabeam foot pedal functioned as intended. A review of the device history record (DHR) for aquabeam robotic system / serial number (B)(6) and aquabeam foot pedal lot number 23c00032 was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The current user manual sj-um0101-00 rev. B, aquabeam robotic system user manual, us, english was reviewed. 4.2 warnings: procedure setup. Ensure the handpiece articulating arm and the trus articulating arm are securely mounted to the surgical table bedrail to prevent unanticipated movement during the aquablation procedure. 7.7 aquabeam trus articulating arm. The aquabeam trus articulating arm (figure 14), a re-usable component of the aquabeam robotic system, connects to standard bedrails and fixes the trus probe and stepper in position relative to the patient. The trus articulating arm has a release trigger that enables freedom of movement and locking of the arm. The trus articulating arm performs the following functions: connects to the trus probe and stepper. Provides stability of the trus probe throughout the procedure. The trus stepper (figure 15) is a subcomponent of the trus articulating arm. The function of the trus stepper is to allow the user to advance, retract, rotate, and maintain the position of the trus probe throughout the aquablation procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.